Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and oversensing. It was also observed that the right atrial (ra) lead dislodged. The ra lead was repositioned and both leads remains in use. No patient complications have been reported as a result of this event.